Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit was leaking helium. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp), but was unable to reproduce the reported issue. However, the fse was able to verify the alarms in the iabp¿s diagnostic error log. Both the console and the cart passed the helium leak test. The iabp was able to pass all the leak tests, and the fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service.

Event description:
N/a.